Event description:
It was reported to resmed that an astral external battery was not recognized by the device. There was no patient involvement reported.

Manufacturer narrative:
The astral battery was returned to resmed and evaluation confirmed the reported complaint. The customer was issued with a replacement external battery as part of a warranty claim. Resmed reference#: (B)(4).